Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the reported events (right heart failure, bleeding, arrhythmia, infection, and respiratory failure) as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively be determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted for review; however, the account attributed the alarms to the patient's right ventricular failure and hypovolemia due to blood loss in the operating room. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU entitled ¿introduction¿, lists right heart failure, bleeding, arrhythmia, infection, and respiratory failure as potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU also outlines care instructions in reference to preventing infection. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had respiratory failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that it was requested that the low flow alarm threshold be adjusted to 2.0 liters per minute on both controllers. Both the backup and primary controller low flow alarm threshold was lowered to 2.0 lpm. The patient was no longer experiencing low flow alarms so it was requested that the threshold be changed back to 2.5 lpm on both controllers. Controllers were switched back to 2.0 lpm threshold because there were recurrence of low flow alarms. The patient had arrhythmias overnight on (B)(6) 2021. Amiodarone drip was started and cardiac function was stable. The patient was on 0.25 milrinone, epinephrine drip 0.15, cis 1.7-2.1, and was weaned off of epinephrine overnight. The patient continued to have right ventricular dysfunction overnight with hypoxia issues and an increase to 100% fraction of inspired oxygen (fio2). Milrinone, vasopressors, and inopressors were increased overnight. A bedside ultrasound showed minimal right ventricular function. An x-ray on (B)(6) 2021 showed worsening diffuse right lung opacities, likely asymmetric edema though infection could also have that appearance, and a persistent small bilateral pleural effusions and bibasilar consolidations. Treatment included antibiotics and antifungal treatment. The patient had a right heart catherization, percutaneous closure congenital interatrial communication - patent foramen ovale with intracardiac echocardiogram and anesthesia.